Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced in the system. UDI not available for this instrument at time of filing.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) shut down due to "low battery" while being moved to the storage area. No patient present.

Manufacturer narrative:
The batteries for the imaging system was returned to the manufacturer for analysis. The batteries was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.